Manufacturer narrative:
It was reported to philips that the paddle test failed. There was no patient involvement. The customer requested that the device be returned to bench for evaluation. The bench found that the paddle tray plates needed to be replaced based on the conclusion of the evaluation, it was determined that this was a malfunction of the paddle tray plates . The customer was advised to have parts replaced to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed the paddles test. There was no patient involvement.